Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was apparent that the sensor was missing and had a bent electrode. The customer received a lost sensor error message. The sensor appeared to be bent, retracted, or damaged. The same issues occurred with three sensors from the same package. Customer's blood glucose level was not reported. The device was not returned.